Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was right ventricular (rv) lead undersensing noted on stored episode electrograms (egm) that possibly delayed therapy at times. The lead remains in use. No patient complications have been reported as a result of this event.